Manufacturer narrative:
The product was returned. Solution is dried on the lens. The optic is cut into two portions, typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge with a non-qualified viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There has been two other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had poor vision. The iol was exchanged for another lens model with one diopter more power one month following the initial implant procedure.